Manufacturer narrative:
(B)(4). Date of initial report: 05/19/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was sticking to the tissue. There was tearing of the tissue as a result. A new device was opened to complete the case and there was no injury.

Manufacturer narrative:
(B)(4). Date of follow-up report : 06/28/2016. The reported condition of the device sticking to the tissue was not confirmed. Visual inspection found tissue on the seal plate. The device was tested for activation on simulated tissue and end tones, indicating completed seal cycle, were heard. The handle was latched and unlatched without difficulty. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.